Event description:
Consumer called to report meter reading improperly. Meter read 404, gave insulin and passed out. Emergency medical assistance was called for, blood sugar level was 24 on the emt meter. Believes the meter is running too high.